Event description:
The pace/sense portion of this lead wa abandoned and replaced with the formerly implanted synox sx 45-jbp, sn: (B)(4) due to oversensing of noise which lead to inappropriate shocks. This is all of the available information at this time. If additional information becomes available, this event will be updated.